Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the needle gets stuck remarkably often. After checking it appears that only part of the chosen amount of insulin remains in the body. Mr has already used several boxes and needles from bd, but every time the problem returns.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the needle gets stuck remarkably often. After checking it appears that only part of the chosen amount of insulin remains in the body. Mr has already used several boxes and needles from bd, but every time the problem returns.